Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular - lv lead was exhibiting intermittent capture and high capture threshold. The physician attempted to implant a new lv lead but could not due to patient anatomy. The lv lead was explanted. Patient was in stable condition before, during, and after the procedure.